Event description:
According to the reporter, during a laparoscopic lower anterior resection, when the colon was cut, there was a problem loading with the device. The two handles could not be tightened after loading the three reloads, there were gaps. Another product was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident is that the loading unit anvil was bowed. The knife bar assembly was buckled and the anvil clamping mechanism was deformed.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was received engaged with the handle. The cartridge revealed that the loading unit was fully fired and the loading unit anvil was bowed. The knife bar assembly was buckled and the anvil clamping mechanism was deformed. Functionally, the loading unit was forcibly removed from the instrument and the difficulty encountered during removal has been attributed to the observed loading unit knife bar-assembly damage. It was reported that the device was difficult to load and upon loading, the reload was not seated properly. The reported issues could not be confirmed. The most likely cause could not be established from the information available. This issue can occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.